Event description:
The patient underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2013. It was reported that there was an obstruction in the delivery system fill polymer lumen resulting in difficulties filling the aortic body graft. The procedure was completed without the complete polymer fill and contrast was used to fill the graft for visualization. A type ia endoleak was present at the end of the procedure, which the physician elected to evaluate at a later date. The returned device was evaluated and a root cause for the difficulty filling the stent graft could not be determined. The inoperative images were reviewed and the sealing ring appears to be nominally filled with polymer, with a kink in the fill channel of the aortic body leg of the stent graft possibly resulting from attempted proximal repositioning of the graft during the procedure or the influence of infrarenal angulation near the aortic body.

Manufacturer narrative:
Graft leg. An infold is present at the sealing ring, possibly due to oversizing of the stent graft and contributing to the type ia endoleak.